Event description:
Primary stability not achieved, implant was completely covered by bone, inadequate bone quality/quantity. Bone quality: diameter of the last hole 2.8mm, implant 4mm circular in the bone. Isq only 15. Same patient as (B)(6).